Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, there was a failure in electrical continuity. It was replaced thrice but still failed; as a result, an open surgical procedure was performed. It is unknown if there was a delay in the procedure. The product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 7, 2018. (B)(4). The three returned samples were visually inspected. One of the returned samples had blood within the insufflation tubing and the harvester rod was bent at the handle. No other visual anomalies were noted with any of the returned units. Electrical circuit testing was then conducted on the returned samples. Upon evaluation, they were all found to function within specification. A retention sample form the same product code and lot number combination was visually inspected. No anomalies noted anywhere on the device. Electrical circuit testing was then conducted on the retention sample, and was confirmed to function within specification. Possible root causes include foreign materials temporarily attaching to the active electrode during use, interrupting the electrical circuit, or when attempting to cauterize the vessel or capillary, they were not in contact with the ground electrode, causing the event. The reported event was not able to be replicated; therefore, the definitive root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.